Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed as the sample was not returned for evaluation, therefore a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded, but the lot number is known. Since the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting assistance with problem cassette; this occurred on the homechoice (hc) during use. The home patient revealed they had this issue for the past four nights in a row. They stated they had problems with the priming of the cassettes and it would leak. The baxter technical service representative advised the patient to use different cassettes from a new box. During a follow up with the home patient regarding the reported problem, they stated all occasions in which the leak was found was during the setup during prime. They stated that the leak was found before the patient connected for therapy, and then they would start over. They stated since the start of a new box, they have not had further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.